Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the cannula was missing after removal. The customer's blood glucose level was 152 mg/dl. The customer was assisted with the troubleshooting. The device will be returned for the analysis.